Manufacturer narrative:
Bayer case number: (B)(4) muscle pain [muscle pain] . Case narrative: this spontaneous case was reported by a healthcare professional and describes the occurrence of myalgia ("muscle pain") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In 2007, the patient had essure inserted. On unknown date she experienced myalgia (seriousness criterion intervention required). The patient was treated with surgery (salpingectomy laparoscopic with craniectomy for complete removal of the essure on (B)(6) 2025). Essure was removed on (B)(6) 2025. At the time of the report, the outcome of the event was unknown. The reporter considered myalgia to be related to essure administration. The reporter commented: the 63-year-old female patient (B)(6), born on (B)(6) 1962) who underwent a salpingectomy laparoscopic with cornuectomy for complete removal of the essure implants (placed in 2007). Clinical consequences: the reason for the explantation was the presence of adverse events (aes): muscle pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-nov-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Muscle pain [muscle pain]. Case narrative: this spontaneous case was reported by a healthcare professional and describes the occurrence of myalgia ("muscle pain") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In 2007, the patient had essure inserted. Essure was removed on (B)(6) 2025. On unknown date she experienced myalgia (seriousness criterion intervention required). The patient was treated with surgery (salpingectomy laparoscopic with cornuectomy for complete removal of the essure on (B)(6) 2025). At the time of the report, the outcome of the event was unknown. The reporter considered myalgia to be related to essure administration. The reporter commented: the 63-year-old female patient ((B)(6), born on (B)(6) 1962) who underwent a salpingectomy laparoscopic with cornuectomy for complete removal of the essure implants (placed in 2007). Clinical consequences: the reason for the explantation was the presence of adverse events (aes): muscle pain. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.